Event description:
Name of procedure: unknown. Event description: the [hospital name] filed a defective device report on 9/29/25 for product epix universal clip applier, mpn ca500 , lot or serial number (B)(6). The report stated, "clip are crossed and falling out immediately". No actual or perceived harm to the patient, staff or provider was reported with this event. Please advise when you will be in to pick up the affected device for return to applied medical for qa review or if the device should be discarded. Please reference event #[reference number]. Additional information received via email from hospital representative on 20oct2025: what intervention was used to complete the procedure? Replaced clip applier what was the event date? 09/29/25. Intervention: replaced clip applier. Patient status: no actual or perceived harm to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: unknown. Event description: the [hospital name] filed a defective device report on (B)(6) 2025 for product epix universal clip applier, mpn ca500 , lot or serial number (B)(6). The report stated, "clip are crossed and falling out immediately". No actual or perceived harm to the patient, staff or provider was reported with this event. Please advise when you will be in to pick up the affected device for return to applied medical for qa review or if the device should be discarded. Please reference event #[reference number]. Additional information received via email from hospital representative on 20oct2025: what intervention was used to complete the procedure? Replaced clip applier what was the event date? 09/29/25. Intervention: replaced clip applier patient status: no actual or perceived harm to the patient

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.